Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the pt's controller would display 100% charge in implanted neurostimulator(ins), and controller and charge would not decrease no matter how much the pt used controller or therapy. They worked with a manufacturer representative (rep) to do troubleshooting but mentioned the controller was worse after meeting with them. A replacement patient controller was sent out. The patient reported that she received the replacement patient controller and set it up, but therapy "does not feel right " since she got the new controller. The pt stated that she does not feel any stimulation. Additionally, the pt stated that the ins / therapy even though it has been on, has not used battery / juice like it should when pt looks at the controller. When it comes up to the number screen, it is blank - pt clarified that when she is in the "menu" she cannot see "check position" as an option. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the battery not depleting as expected was because their battery was more efficient then their previous ones. It was noted their therapy just felt different but it was working. The patient also noted the inability to check their position was a non-issue. The patient received a new battery for their device and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt mentioned therapy turns on and off by itself. Pt said they made a manufacturer representative aware of this issue during the previous week while meeting with rep. The issue had been occurring intermittently for about the past 6 months. The patient was redirected to their healthcare provider to further address the issue. Pt also mentioned working with another mdt rep.(name, asked/unknown) in the past. Redirected caller: patient's hcp patient services specialist explained MRI guidelines to pt. Pt mentioned they already knew how to access MRI mode and were confident about guidelines for MRI. Patient services specialist explained the role of the rep. And redirected to hcp.